Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer called and reports that screws were missing from the back of the machine. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The system was examined and the reported event was not confirmed. However, the screws were tightened as a preventive measure. The root cause of the reported event is likely due the customer use and handling. However, with the information provided, this is unable to be determined conclusively. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).